Manufacturer narrative:
The lead is still implanted and used for treatment. The device remains in service for approximately 24 years since the reported lead being listed as active from (B)(6) 1995. No allegation our device failed to meet its performance specifications or caused or contributed to the infection or pocket erosion. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Based upon the years of implant (24 years) the device history records for this lead model goes beyond oscor's record retention period. Inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Per zy series instructions for use of permanent implantable pacing leads, it informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It also provides the general warning: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or by breach of their insulation covering. In addition, the IFU provides lead related problems including, but are not limited to: fracture, dislodgement, cardiac perforation, myocardial irritability at implant, transvenous introduction, threshold elevation and infection. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported lead extraction due to infection and pocket erosion; caller stated doctor reported being at clinic follow-up with competitor's rep and device was partially exposed from pocket. Device remains in service for approximately 24 years. Patient was hospitalized and required medical intervention. Per additional information from customer, based on medical record's, the device and the leads are still active-implanted. There was no field representative present during the procedure to confirm a system extraction. No additional information is available. No other serious injury was reported.